Event description:
During a coronary artery angioplasty procedure, deflation difficulties were encountered. The maverick 2 mr 4.0 x 9 mm balloon was being used to post dilate a stent. The physician was able to inflate the balloon without incident, however, was not able to deflate the balloon. There were no pt injuries or complications rpeorted. The pt status is listed as "good". The clinical outcome is listed as "satisfactory". Additional information has been requested.